Event description:
It was reported that both leads pulled out of the implantable neurostimulator ports since the device was implanted 2 weeks before. The hcp removed the leads from the device, and replaced the neurostimulator. No pt symptoms or device troubleshooting was reported. A follow-up report will be submitted if additional info becomes available.